Event description:
Endoscopes found to have water inside soaking cap, causing water leakage into electronics and damaging scopes. Soaking caps found to have leak test access pins unaligned which may have allowed water to leak into electronic portion of endoscope. It is unknown whether leak testing device contributed to problem.